Event description:
It was reported that a revision surgery was performed to address the disengagement of two tulip heads from the shafts of vital closed iliac screws. The screws were replaced with larger diameter open iliac screws. This is report two of two for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun (02)" no longer applies but cannot be deleted. Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: the returned device was examined. Visual inspection revealed the tulip has disassembled from the screw shank. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2024-00139.

Event description:
It was reported that a revision surgery was performed to address the disengagement of two tulip heads from the shafts of vital closed iliac screws. The screws were replaced with larger diameter open iliac screws. This is report two of two for this event.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to address the disengagement of two tulip heads from the shafts of vital closed iliac screws. The screws were replaced with larger diameter open iliac screws. This is report two of two for this event.